Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported that the patient was having trouble recharging and had poor coupling. The patient was only getting 2 coupling bars and the manufacturer representative was not able to get any coupling bars with the patient. They tried repositioning the antenna and using the antenna locate feature but the issues did not resolve. They tried a second recharger but the coupling issues persisted. Other external devices were able to communicate with the ins. The pocket was assessed and they felt like the implantable neurostimulator (ins) pocket was too deep and the ins might be tilted. The ins was located in the patient's left buttock and an x-ray was taken in the anterior-posterior view which indicated that the ins was not flipped. The patient was sent a recharging belt and a spacer. There were no patient symptoms reported. The patient was indicated for complex regional pain syndrome type I and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.